Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported following an intraocular lens (iol) implant procedure, a patient reported blurred vision, headache, dizziness, glare and halos. The lens was exchanged in a separate procedure as the surgeon felt the lens was defective. Additional information was requested.